Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion and was replaced with another boston scientific ICD. It was noted that the monitoring voltage was 2.58v and the charge time was 22 seconds. The device was included in the mid-life display of replacement indicators advisory and appeared to have exhibited the advisory behavior by exceeding the extended charge time limit of 18.9 seconds.

Manufacturer narrative:
No adverse patient effects were reported. The explanted device was sent home with the patient, so clinical observations cannot be confirmed. This report will be updated if additional information is received.